Event description:
The customer stated that she passed out and the paramedics were called, and she was hospitalized due to low blood glucose levels. The customer also mentioned differences between their blood glucose levels versus their sensor glucose levels. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.